Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2014, a gore® viabahn® endoprosthesis was placed as a branch device into the renal artery of a patient with only one functioning kidney. It was reported to gore that the gore® viabahn® endoprosthesis thrombosed on (B)(6) 2015. The patient was required to be put on dialysis. It was stated that there was a two-day delay between the time that the patient became unable to urinate and their presentation to the physician, which may have contributed to the inability to regain kidney function.

Manufacturer narrative:
Additional information.

Event description:
On (B)(6) 2014, a gore® viabahn® endoprosthesis was used as a branch device in the renal artery in a thoracoabdominal aortic aneurysm repair procedure. It was stated that the patient had only one functioning kidney. It was reported to gore that on (B)(6) 2015, the patient presented with an acute occlusion of the gore® viabahn® endoprosthesis which resulted in acute renal failure. Percutaneous mechanical thrombectomy and catheter-directed thrombolysis were performed and patency was restored. There was no evidence of stenosis. It was stated that there was a two-day delay between the time that the patient became unable to urinate and their presentation to the physician, which may have contributed to the inability to regain kidney function. The patient is currently on dialysis.